Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. The cause of failure to detect pump was most likely an unintended user error based on the finding of a puncture hole in the catheter and blood ingress into the red pump plug on returned product. The puncture hole allowed blood to ingress into the red pump plug. As a result of the ingress, the electrical components within the red pump plug that store pump data were damaged. This information is needed for the console to read the pump successfully during plug in. Due to this damage, an impella defective alarm was triggered when the pump is attempted to be connected to any aic, including the original aic that got disconnected while the pump was running, as the console is unable to successfully read the pump data. The cause of the injury was not determined due to insufficient clinical details.

Event description:
An impella 5.5 was inserted in a 76-year-old male patient via right surgical axillary/subclavian arterial access for escalation of therapy in the setting of cardiomyopathy. The patient's comorbidities are coronary artery disease, diabetes mellitus, and renal insufficiency. The patient¿s clinical state prior to initiation of support was documented as scai shock stage e. On the 5th day of support, nursing reported that there was an "impella defective" alarm on the automated impella controller (aic). Attempted troubleshooting was carried out by switching to three different automated impella controller (aic) consoles, but the alarm persisted on each unit. The patient remained hemodynamically stable. The pump could not be restarted. The patient was medically managed, and the catheter was pulled back into the descending aorta in response to the persistent alarm. The impella 5.5 was subsequently removed the same day. The patient remained medically stable during device removal and survived. The impella 5.5/ automated impella controller will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the exchange however the exchange was performed with no consequence to the patient and without any known adverse events.

Manufacturer narrative:
B5 and h6 updated based on the additional information received from the clinical site.

Event description:
Clinical rationale: an impella 5.5 was inserted in a 76-year-old male patient via right surgical axillary/subclavian arterial access for escalation of therapy in the setting of cardiomyopathy. The patient¿s comorbidities are coronary artery disease, diabetes mellitus, and renal insufficiency. The patient¿s clinical state prior to initiation of support was documented as scai shock stage e. On the 5th day of support, nursing reported that there was an ¿impella defective¿ alarm on the automated impella controller (aic). Attempted troubleshooting was carried out by switching to three different automated impella controller (aic) consoles, but the alarm persisted on each unit. The patient remained hemodynamically stable. The impella pump could not be restarted. The patient was medically managed, and the catheter was pulled back into the descending aorta in response to the persistent alarm. The impella 5.5 was subsequently removed the same day. The patient remained medically stable during device removal and survived, with no evidence of patient injury directly caused by device malfunction at the time of reporting. The impella 5.5/ automated impella controller will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the exchange however the exchange was performed with no consequence to the patient and without any known adverse events.

Manufacturer narrative:
This is one of three related reports. This report represents the impella 5.5 and other reports were submitted to represent the two automated impella controllers. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.